Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the that they experienced high blood glucose levels and insulin pump was under delivering. The blood glucose level was 325 mg/dl at the time of incident. The current blood glucose was 325 mg/dl. Customer alleging the insulin pump because delivered a bolus of 5u and nothing comes out. Product will return for the analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted.